Manufacturer narrative:
Device labeling was reviewed for patient code and device codes; see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, caution! Increased risk potential if the image is blurred! Danger of injuring the patient. Stop the intervention for safety reasons if the image is blurred. Check the image quality of the endoscope before use (section 8.2). Function check: check image quality and light output in conjunction with the system components. Check the glass surfaces for any deposits. Deposits on the glass surfaces can cause a spotted or blurred field of view and hence impair light transmission considerably. Clean the glass surfaces with a swab soaked with alcohol (wooden swab carrier, not metal or plastic) and hard-to-remove deposits with a suitable instrument cleaner. Caution! The products have only limited strength! Excessive force will cause damage, impair the function and therefore endanger the patient. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged, incomplete, or have loose parts. Warning! Intense heat due to high light energy! Danger of inadvertent tissue damage 'due to insufficient distance between the light exit area and the tissue 'due to soiling/contamination in the light exit area 'if high performance sources are used do not touch the light exit area and avoid direct contact with the tissue. Remove any soiling. Caution! Be careful if products are damaged or incomplete! Injuries of the patient, user and others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Should additional information become available, a follow up report will be submitted.

Event description:
On july 11, 2019, a customer requested five (5) scopes be returned to richard wolf medical instruments corporation (rwmic) for repair. The customer reported that a substance was being cooked at the end and requested to know what the substance was. The devices were returned to rwmic on july 16, 2019. Upon return, photographs were taken of the scopes. Photographs showed was appeared to be blood and tissue cooked on 4 out of 5 of the scope's distal tips. A visual and functional evaluation was conducted for telescope part # 8654.422, serial #: (B)(4). As the device had already been cleaned prior to leaving the receiving department, no residue could be detected. The housing was found to be bent and dented, the "proximal" was leaking, and the objective was chipped. Probable root cause was determined to be user error/misuse and/or user handling; the device may have been exposed to some kind of physical force. On july 14, 2019, the customer provided the following additional information: what kind of procedures were being performed with these devices? Cystoscope cases. Do you have any evidence of a functional test prior to using these instruments? Only function before placing in pan to be sterilized, spd personnel look through the scope, surgical techs in the or do not conduct any type of check. How were devices cleaned, what solutions were used? Unknown how the devices are cleaned in spd, but from the or, the techs place a wet towel over the scopes to help keep them wet. When are the issues noticed? The problem is noticed when spd is unable to see clearly through the scope or the surgeon is unable to see anything who reported the problem? Either spd will report or the or room will report can more detail regarding the circumstances under which they encountered the issue be provided? No more than what I have mentioned above. As there were five (5) impacted scopes, five (5) mdrs will be submitted: 1418479-2019-00035 (part # 8650.415 / serial #: (B)(4)); 1418479-2019-00036 (part # 8650.415 / serial #: (B)(4)); 1418479-2019-00037 (part # 8650.415 / serial #: (B)(4)); 1418479-2019-00038 (part # 8654.422 / serial #: (B)(4)). It is unknown if the scopes were being improperly cleaned/sterilized, resulting in a buildup of tissue, prior to them being used in the or. It is unknown if the scopes were being improperly cleaned/sterilized, resulting in a buildup of tissue, prior to them being used in the or. It is unknown how long the tissue may have been building up for, nor is it known how many cases the devices may have been used in, therefore, the event date is unknown.